Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Physicians performed aspiration before introducing the catheter, encountering no issues. However, upon aspirating with the catheter introduced, a significant presence of bubbles was observed. Therefore, the sheath was replaced. The procedure was completed successfully without any patient complications. The device is expected to be returned for analysis. Additional information revealed blood was present with lots of air, and excessive bubbles were observed in the aspiration syringe.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Physicians performed aspiration before introducing the catheter, encountering no issues. However, upon aspirating with the catheter introduced, a significant presence of bubbles was observed. Therefore, the sheath was replaced. The procedure was completed successfully without any patient complications. The device is expected to be returned for analysis.

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Physicians performed aspiration before introducing the catheter, encountering no issues. However, upon aspirating with the catheter introduced, a significant presence of bubbles was observed. Therefore, the sheath was replaced. The procedure was completed successfully without any patient complications. The device is expected to be returned for analysis. Additional information revealed blood was present with lots of air, and excessive bubbles were observed in the aspiration syringe.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual testing did not reveal any abnormalities. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the internal hemostatic valve were found. This type of damage can compromise the valves ability to seal pressure and fluid within the sheath.